Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after approximatly 5 years of service. The device was explanted, and will be returned to guidant for analysis. A similar device was implanted without reported complication.